Event description:
It was reported that the patient line was leaking during the dwell phase on the home choice (hc). The home patient (hp) stated they observed air bubbles in the line. The hp stated they ended they had stopped therapy. There was nothing unusual noted about the supplies before use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the condition was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. The sample was received but the evaluation has yet to be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h14a02107 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was evaluated. The clear passage test and the clamp function test were performed and there were no issues noted. A visual inspection and the leak testing found a cut in the patient line tubing approximately 12 inches from the connector. The reported event was verified in the sample evaluation. If additional relevant information is obtained, then a follow-up MDR will be submitted.